Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Potentially reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: under responsive "down" arrow on keypad. Battery compartment crack on left side of grip pad. Base crack between case seal and keypad. The display is dim, pink. Removed keypad, crack found on "down" arrow button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .